Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Procedural complexity and iliac tortuosity led to deviation from the original plan, resulting in a non-standard configuration and subsequent endoleak. Based on the available information, no evidence of device malfunction or use error was identified. Therefore, the investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2026, the patient underwent endovascular repair of a zone 9 infrarenal abdominal aortic aneurysm using a gore® excluder® conformable trunk-ipsilateral leg endoprosthesis in conjunction with gore® excluder® contralateral leg endoprosthesis devices. The procedure was initially planned to include a unilateral iliac branch endoprosthesis (ibe); however, due to tortuous iliac anatomy, this approach was determined to be not feasible. During vascular access preparation using proglide, and prior to initiation of the intended endovascular repair, a rupture of the right external iliac artery occurred. As the patient¿s blood pressure began to decrease, a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was deployed across the right external iliac artery to control bleeding. Following hemodynamic stabilization, the treating team proceeded with a standard evar, which included coil embolization and coverage of the right hypogastric artery, given the anatomical constraints as well as the increasing procedural complexity and duration. Final intraoperative imaging demonstrated satisfactory results, and the patient was transferred to recovery. Postoperatively, the patient experienced a decrease in blood pressure, prompting further imaging. This imaging identified a suspected type iii endoleak on the right side at the junction between the excluder® contralateral limb and the previously placed viabahn® device, which was reported to be potentially related to inadequate overlap. The patient was returned to the operating room, where two additional excluder® contralateral limb components were deployed to reline the segment and achieve adequate overlap between the excluder® device and the viabahn® device, resulting in resolution of the endoleak. At the time of reporting, the patient was recovering well, with no evidence of endoleak on follow-up assessment.